Event description:
It was observed that during the device evaluation, the subject device exhibited error code e433 & e006. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: error code e433 due to a faulty hvps board, error code e006 due to a damaged connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.